Event description:
Additional information received indicates the lead did not contribute to the event as the issue was resolved with the replacement of both extensions. This device is no longer considered reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the was experiencing ineffective therapy. A lead diagnostic revealed that the patient's lead had high impedances. As a result, surgical intervention may be undertaken to address the issue.